Event description:
Patient was revised to address loosening of the proximal sleeve due to osteolysis attributed to metal on metal disease. Doi: (B)(6) 2007 - dor: (B)(6) 2011. This is a clinical patient. Update (B)(4) 2012 - litigation papers received. There is no new additional information that would affect the investigation. Doi: (B)(6) 2007. Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. (Right hip). Update (B)(4) 2013 - patients medical records were received. Records indicate upon revision corrosion was found around the proximal sleeve. The stem was added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were still not returned. Review of the device history records for the provided product/lot combinations did not reveal any related manufacturing deviations or anomalies. Medical records and x-rays were provided and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were still not returned. Review of the device history records for the provided product/lot combinations did not reveal any related manufacturing deviations or anomalies. Medical records and x-rays were provided and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.